Manufacturer narrative:
(B)(4) - this event is two of two for the same patient on subsequent treatments. A supplemental report will be submitted upon completion of plant investigation.

Event description:
It was reported by the patient during last night's treatment he was getting supply bag lines are blocked message during dwell 1 of 3 and ended up cancelling treatment. Patient stated that he found moisture on the outside of the cassette and in the cycler where the cassette gets inserted into. During follow up with the patient's peritoneal dialysis nurse (pdrn) stated that reported issue has resolved without any medical intervention or serious injury. The patient continues to use continuous cycler- assisted peritoneal dialysis (ccpd) therapy without any further issues. The set was discarded.

Manufacturer narrative:
The date for follow up # 1 should have been 04/27/2017 instead of 04/26/2017.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.